Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl. The customer treated low blood glucose with food. The customer called regarding experiencing issues connecting to the minimed connect app on the cell phone. Troubleshooting was performed. The insulin pump will not be returned for analysis.